Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the difficulties appear to be due to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right carotid artery with moderate tortuosity and heavy calcification. The nav6 embolic protection device (epd) was advanced and positioned without issue. Pre-dilatation was performed successfully. The 7-10/40 acculink stent system was then advanced, but could not cross through the lesion. The stent system was removed without resistance, and it was noted that the nav6 filter had been removed with the stent system. It was believed that the lip of the filter may have caught on the lip of the stent. A new xact stent system and nav6 epd were used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.